Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod5 pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from the pusher assembly and the proximal constraint sphere was not present inside the distal detachment tip (ddt). The inner diameter (ID) of the ddt and the outer diameter (od) of the pull wire were measured and found to be within specification. Conclusions: evaluation of the returned device revealed the embolization coil was detached from the pusher assembly, and the proximal constraint sphere was not present inside the ddt. The reported catheter kickback and the entanglement of the pod5 coil with the already-implanted coils likely contributed to the unintentional detachment of the embolization coil. The ID of the ddt and the od of the pull wire were measured and found to be within specification. Further evaluation revealed the pod5 pusher assembly had kinks in multiple locations. These kinks were likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter had kinks in multiple locations. The pod5 embolization coil was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a vessel sacrifice in the internal carotid artery (ica) using pod5 coils. It was reported that the patient already had coils placed in the target vessel at another hospital prior to being transferred for this case. During the procedure, a pod5 coil was advanced out of the other manufacturer's microcatheter and then made two loops in the target vessel. At this time, the microcatheter began to kick back and ultimately pushed the guide catheter back. Consequently, the pod5 coil unintentionally detached in the patient¿s body. The physician attempted to snare the pod5 coil but the first two loops were entangled in the coil mass proximal to it. Therefore, the physician continued to coil the vessel down further using additional coils to tack down the pod5 coil. The procedure was completed after tacking down the pod5 coil. There was no report of an adverse effect to the patient.